Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A patient infection has been reported by this facility (see medwatch 9611109 -2017-00964). However, it is unknown if the patient infection is related to the use of the heater-cooler device, or if this specific device was used during the specific procedure. Through follow up communication with the customer, livanova (B)(4) learned that the cleaning and disinfection procedure was not performed per the instruction for use. The facility has stated that no further details will be provided. No further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera.